Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician's office on (B)(6) 2013 stated that the patient followed up on (B)(6) 2011 and reported pain during urination, feeling heavy in the bladder region and that she felt as if she had to push to empty completely. A test was done and the results showed a post void residual of zero. The patient was confirmed to be over the age of 18 years old. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.